Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 40mm thoracic aortic dissection. It was reported that during the index procedure the proximal stent would not deploy during normal deployment. It was reported the physician was able to dismantle the back handle and deploy the proximal stent manually and the event was reported to be resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the cause of the inability to deploy the proximal bare spring could not be determined from the limited pre-implant film report returned. Complete CT¿s prior and post-implant were not available, and images during implant were also not provided therefore the reported event could not be assessed. Other than possible anatomical issues due to implanting with the proximal seal location near the patient¿s dissection, analysis of the returned films did not reveal any other anatomical characteristics that could explain the reported event. A device issue cannot be ruled out as a potential cause. However, the delivery system was not available for return and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.